Manufacturer narrative:
(B)(4). Date sent: 11/20/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9ee9p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clamp bent and unable to open. After two failed attempts, use of endo gia clamp (from a competitor) to complete the procedure. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #140d62. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, the jaws and trigger in the close position and with a gst45b reload loaded on the device. The reload was received unfired. The knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that a 60 mm device is designed to work only with 60 mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140d62, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.